Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented in the clinic with swelling and tenderness in the scrotum and infrapubic incision area, which was diagnosed as an infection. Five days later a surgical intervention was performed in which the inflatable penile prosthesis (ipp) was removed and replaced with a tactra. The patient was discharged the next day with no know complications. The patient is fully recovered.